Manufacturer narrative:
Engineering evaluation was completed: the device was returned to braemar manufacturer from biotel heart on april 5, 2023 and was inspected for general physical integrity. The charging port was melted. No additional damage was found. The melted charging port was examined, and the damage appeared to be external. The device was also opened to inspect for internal damage; no damage was found. Engineering evaluation was able to confirm allegation. No damage was found inside the device and the charging port damage appeared to be sourced externally. This indicates that there was likely an electrical fault with the provided charging cord.

Event description:
It was initially reported by biotel heart that the charging port was melted. There was no report of death or serious injury to patient, operator, or bystander.